Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Customer states that the concentrator runs for an hour and then shuts off, the unit is not alarming.

Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: stationary concentrators. Manifold, other/defective. 4-way valve, stuck. Controls, switch/button broken. Complaint of concentrator runs for an hour and then shuts off, the unit is not alarming was confirmed. The underlying cause of unit not alarming is controls switch/button broken.

Event description:
Product was returned for evaluation. The return fields in oracle state: stationary concentrators. Manifold, other/defective. 4-way valve, stuck. Controls, switch/button broken. Customer states that the concentrator runs for an hour and then shuts off, the unit is not alarming.